Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on radius side assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed stress marks on the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported "rupture + capsular contracture" via MRI images. This is for the left side device. The device has been explanted.

Event description:
Healthcare professional reported "rupture + capsular contracture" this is for the left side device. The device has been explanted.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture baker grade unknown.